Event description:
It was reported that the atrial lead dislodged at some point post-implant. The lead was explanted and replaced. Upon removal from the body, the physician noted tissue caught in the helix. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 5076-58 implantable pacing lead 2013-(B)(6), 620rg31 heart ring 2013-(B)(6). (B)(4).

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.